Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: response received: did the staples stop where the knife stopped (partial fire)? --- yes

Event description:
It was reported that during a laparoscopic total gastrectomy, the firing force became higher than expected and the knife stopped when the knife moved about two third from the proximal end at the first firing on the jejunum. The cartridge was white. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m55k50. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired 2/3 and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.